Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle. The introducer sheath was flushed with the distal end of the shuttle cartridge which covers the balloon's proximal bond. The shuttle movement was checked and resistance was felt during the retraction. Subsequent to unsheathing, it was immediately observed that the proximal sealant was exposed to saline and was swelled partially which is a typical indication that saline was being forced into the shuttle cartridge. Based on the provided information and the investigation performed, the resistance felt during the deployment might have been caused by the sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step could result in a tight seal at the tip of the sheath and as the device is advanced, blood/saline can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device jam. The review of the lhr (f1513204) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device was inserted and the balloon was inflated and pulled back to the arteriotomy. The technician shuttled down and went to pull the procedural sheath back but encountered resistance and could not pull the procedural sheath back. The technician stated that it felt like the procedural sheath was stuck on the device and could not be pulled back. He then deflated the balloon, removed the system and applied manual pressure for 30 minutes or less to obtain hemostasis without incident. The patient was not hospitalized. Procedure type: diagnostic peripheral sheath size: 5f stick location: medium. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was applied when retracting the procedural sheath.